Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jan 12, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during removal and replacement. Before and after cleaning the lens, the lens was observed with haptic damage and torn across the optic body, which can be attributed to handling. Based on the return condition of the lens, no further evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that information that the suspect lens was removed and replaced with the same model back-up lens was missed in the initial report submission. This report is submitted to correct this. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted hence cannot be explanted. The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/ lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had marks on iol noted when placed in eye, related to loading. It was learned that marks were noted after placed in the eye. There was no incision enlargement, no vitrectomy and no sutures done. No patient post-op injury. No other information was provided.